Manufacturer narrative:
On 25-jul-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hub was broken so the catheter could not be inserted into the sheath. The device was replaced with a like device and the procedure continued. No patient consequences were reported. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The hub and the rest of the vizigo's components (brim cap, hemostatic valve, silicone ring, three way valve), were observed without problems. A device history review was performed for the finished device 60000087 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hub was broken so the catheter could not be inserted into the sheath. The device was replaced with a like device and the procedure continued. No patient consequences were reported. No air entered the patient's body. There was no blood return. No treatment was required. Broken hub is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).